Event description:
It was reported that the patient has a reduced level of understanding. It situ measurements show several channels involved in short circuits. The patient now has 6 channels disabled. There are plans to re-implant the patient but a date has not yet been decided.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.